Manufacturer narrative:
Upon disassembly for visual inspection it was found that the bearings were corroded and the coupler was worn. The device has been repaired and will be returned to the user facility.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.